Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 23.6 mmol/l. The customer stated that he had a headache from sugars being too high. Customer changed his reservoir and could not get inulin to exit. The customer tried two more reservoirs and could not prime. The customer stated that the fifth reservoir manually primed. The customer will return the reservoir for analysis.